Event description:
It was reported that this patient with a pacemaker exhibited intermittent loss of capture on the right ventricle (rv) lead. It was noted there was back-up pacing and some appeared to be fusion beat. There was no observations of asystole of greater than two seconds. It was noted auto capture is programmed on and may not be ideal for the patient. At this time, the pacemaker and rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).